Event description:
It was reported that the ortholock ex-pin 3x110 broke upon insertion and removal of the tibia during a total knee replacement procedure. The pin fragment was left in the patient. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
During the evaluation, we confirmed the reported event that the pin was broken. During the visual inspection by the product technician, we observed striations on the proximal end of the pin below the predetermined breaking point, indicating that a standard chuck may have been used instead of the quick release chuck as advised in the IFU. Additionally, the threaded section of the pin was found to be slightly bent, indicating the pin may have experienced bending forces. Based on a review of the IFU, possible causes include: deviation while drilling, use of a power tool, and use of the wrong chuck. The pin is not a repairable device and will not be returned to the customer.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that the ortholock ex-pin 3x110 broke upon insertion and removal of the tibia during a total knee replacement procedure. The pin fragment was left in the patient. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.